Event description:
The customer reported a leak on the coulter lh 750 hematology analyzer that appears to be retic stain. The volume of the leak was unknown and was not contained within the unit. The instrument generated retic vote out errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found the tubing had popped off at vl103. He replaced the valve (vl103) and the tubing that fixed the leak. Fse cleaned the retic shear valve (vl87/127) and primed the retic stain chamber that solved the retic vote out. (B)(4).